Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was in the 200s mg/dl. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, the pump supplies were in use for more than 2 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer continued to use the pump for insulin therapy.